Manufacturer narrative:
H3: evaluation confirmed the reported malfunction of tool bur could not be inserted due to damage/breakage of the tip bearing. The likely cause of the failure could not be determined. It was also noted that the laser marking and color code were faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the attachment was stiff when connecting the burr, and there are times when the burr does not rotate. There was no known patient impact in this event.